Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
This complaint occurred when transferring the patient folder from the rosa planning station to the field service engineer¿s (fse) usb. At 9:53 am, the screen read, 'an error occurred while exporting patient folder. This operation has been cancelled.' The patient folder would not export on the rosa brain side, but fse was able to export the patient folder from the maintenance side (after scanning and fixing usb). This caused a 15-20 minute delay to start the case while the patient was under anesthesia. (Note: the patient folder was over 2.5 gb as there were many scans from the patient¿s previous surgery and current procedure).

Event description:
This complaint occurred when transferring the patient folder from the rosa planning station to the field service engineer¿s (fse) usb. At 9:53 am, the screen read, 'an error occurred while exporting patient folder. This operation has been cancelled.' The patient folder would not export on the rosa brain side, but fse was able to export the patient folder from the maintenance side (after scanning and fixing usb). This caused a 15-20 minute delay to start the case while the patient was under anesthesia. (Note: the patient folder was over 2.5 gb as there were many scans from the patient¿s previous surgery and current procedure).

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the event described in the complaint description could not be confirmed because the logs recording the data at the time when the problem occurred were not found. The field service engineer confirmed that no other logs were available. A possible root cause of the event would be that the usb key already contained a patient folder with the same name. An overwrite would then have been necessary and if the patient folder on the usb key had been corrupted, it would have failed. Analysis showed that the event is non-verifiable.